Event description:
This procedure was performed on the sfa in (B)(6). A tight stenosis in left sfa was predilated with a 3mm balloon. With the crossover technique, a protege everflex stent was deployed. During deployment, the physician reports that the stent fractured. A new protege everflex was deployed stent in stent. We could not confirm any fracture of the deployed protege everflex stent.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.